Manufacturer narrative:
An event of bilateral effusion resulting in patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A trifecta valve was implanted on (B)(6) 2009. In (B)(6) 2017, the patient presented to ed with complaint of dyspnea with minimal exertion. On (B)(6) 2017, a CT scan for chf showed bilateral effusions. The patient was diuresed for acute fluid retention secondary to chronic systolic chf. There was an improvement in symptoms the patient was discharged to home on lasix on (B)(6) 2017. On (B)(6) 2017, a ptca was done for cad. Findings included: lad shows normal caliber vessel; lmca shows normal caliber vessel. Discharged to home (B)(6) 2017 with diagnosis endstage chf. The site was notified on (B)(6) 2018 that the patient had passed away. Additional information received (B)(6) 2018 from the hospital reported that the patient was admitted in (B)(6) 2017 for chf with a referral for possible heart transplant. It is reported that the bilateral effusion was likely due to svd described as wear, decreased leaflet mobility and calcification. The patient was treated with medication changes and discharged home with improved systems on (B)(6)2017. (B)(4).